Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported via tracking form that the patient received a pump exchange, cause of exchange note as "ldh 120/hemolysis."

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturers investigation is completed.